Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a guidezilla guide extension catheter distal shaft. The complaint device was fully separated, and became kinked during lab analysis, while taking a photo of the separated end. Microscopic examination and tactile inspection revealed a kink 9cm from the tip of the device. Hub, proximal shaft and collar were not returned. Ptfe was fully pulled out from the collar and attached to the distal shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The batch is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 06-nov-2015. A 5-in-6mm guidezilla¿ guide extension catheter was received with only the distal shaft returned.